Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger / slider blocked and jammed. This is attributed to faulty care and maintenance. The device was reworked and sent back to the customer on 06/17/2013. Placeholder.

Event description:
Device was returned for repair because the overhead trigger was blocked. This is report 1 of 1 for complaint #(B)(4).